Event description:
Subsequent to the previously filed report, additional information received confirmed the stent dislodged during device preparation, in the protective sheath but was not noticed due to low light. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. There were crimped marks on the balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely inadvertent mishandling of the product during sheath removal caused the reported stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that during device preparation, the xience alpine stent dislodged, but it was not noticed. The stent delivery system was advanced to the lesion; however, it was noticed that the stent was not on the delivery system, so the device was removed without issue. There was no adverse patient effects or a clinically significant delay in procedure. Another xience alpine was used to complete the procedure. No additional information was provided.